Event description:
It was reported the display needs repair under the menu section. The external pulse generator (epg) was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Lcd (liquid crystal display) is missing segments. Lower case and one side bail cover are broken. Battery contacts are compressed. Ring is bent. Keyboard is scratched.